Event description:
It was reported that the patient can never get full charge and was charging more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred last few months from the date the manufacturer was made aware.